Event description:
The patient was nine days postoperative right pneumonectomy. At day five he was reintubated for respiratory failure. On day nine the patient was in the process of being weaned when he was found disconnected from the ventilator at the endotracheal tube connection and suffering from respiratory arrest. The ventilator's audible alarms had not sounded. The patient was resusitated but suffered an anoxic brain injury and died ten days later after being disconnected from the ventilator. The ventilator was evaluated by a senior project engineer from ecri who was unable to duplicate the episode or determine the cause of the alarm/equipment failure on the ventilator. Other equipment also in use at the time was a spacelab ECG monitor with arterial blood pressure monitoring and pulse oximetrydevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, none or unknown, patient's condition - predisposed event, alarm. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.